Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, low battery voltage was displayed despite changing the outputs and performing device interrogation again. There is no allegation of premature battery depletion. A follow up was scheduled six months later. Patient was stable and will continue to be monitored.